Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles along the rubber seals in the unit. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at third-party service center the device was visually inspected/scrapped and no confirmation of customer's complaint of foam particles found in the assembly. The device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles along the rubber seals in the unit. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturers investigation is ongoing. A follow-up report will be submitted when the manufacturers investigation is complete.